Event description:
It was reported that the patient had been hospitalized with hyperglycemia while wearing the Pod between 25 and 36 hours. The patient's blood glucose levels reached greater than 13.9 mmol/L (250 mg/dL). It was mentioned the pink slide did not move forward indicating a potential needle mechanism failure. Symptoms reported during the event included extreme indigestion. The patient sought medical attention on (b)(6) 2026 and was admitted to the hospital, where they remained hospitalized for five nights. During hospitalization, the Pod was removed by the treating healthcare professional, and the patient was transitioned to alternative insulin therapy. Treatment included two insulin pens (Tresiba and Belosolin), and the patient was subsequently diagnosed with acid reflux. The patient was discharged on (b)(6) 2026. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: FreeStyle Libre 2 Plus.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.